Event description:
Event [preferred term] (related symptoms if any separated by commas). Persistent hyperglycaemia > 2.50 g/l [hyperglycaemia], novopen 6 had been leaking for 3 days [device leakage], she is not receiving her full injections, incomplete doses over the last 3 days [incorrect dose administered by device], according to doctor, patient was non-adherent to insulin [treatment noncompliance], cartridges were cracked [product physical issue]. Case description: this serious spontaneous case from france was reported by an endocrinologist as "persistent hyperglycaemia > 2.50 g/l(hyperglycaemia)" beginning on (B)(6) 2025, "novopen 6 had been leaking for 3 days(device leakage)" with an unspecified onset date, "she is not receiving her full injections, incomplete doses over the last 3 days(incorrect dose administered by device)" with an unspecified onset date, "according to doctor, patient was non-adherent to insulin(treatment nonadherence)" with an unspecified onset date, "cartridges were cracked(cracked product)" with an unspecified onset date, and concerned a 35 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used: 3 to 5 times a day, subcutaneous, regimen #2: unk, subcutaneous) from (B)(6) 2024 for "type 1 diabetes", patient's height: 167 cm , patient's weight: 90 kg , patient's bmi: 32.27078780. Dosage regimens: novopen 6: novorapid penfill: on (B)(6) 2024 to not reported, not reported to not reported. Current condition: type 1 diabetes, proliferative diabetic retinopathy historical drug: lantus, humalog, toujeo. Concomitant products included - levemir (insulin detemir) solution for injection, 100 u/ml (B)(6) 2025 to unk. On an unspecified date, patient reported that she had been using novopen 6 for 5 months and it had been leaking for 3 days. Patient reported that there was a leak at needle attachment. Patient was therefore not receiving her full injections. Patient suspected that the insulin was leaking at the time of the injections and found that the cartridges were cracked. Patient changed the cartridge thinking that was the cause of the problem. However, she had the same problem with the new cartridge. Test with new needle was performed, when taken 2 units there was no leaks and when 15 units taken there was a leak (leak at needle attachment). On (B)(6) 2025, patient experienced persistent hyperglycaemia blood glucose (blood glucose) > 2.50 g/l due to incomplete doses received over the last 3 days. No piece of needle stuck and the membrane was not bulging. Needles (not specified) were noted as being compatible with all the injection pens used. The novopen connected pen was stopped and the patient resumed her injections with a prefilled pen, which resolved her hyperglycaemia. After the dose was stopped, the symptoms improved and the product was not reintroduced. On an unspecified date, fasting blood glucose (blood glucose) was reported as 3.5 g/l. On an unspecified date, post prandial glycaemia (blood glucose) was reported as 4.76 g/l. According to patient's doctor, an alternative aetiology was nonadherence and under dosage of insulin. Batch numbers: novopen 6: nvgar27 novorapid penfill: asku, asku. Action taken to novopen 6 was reported as unknown. Action taken to novorapid penfill was reported as product discontinued due to ae. The outcome for the event "persistent hyperglycaemia > 2.50 g/l(hyperglycaemia)" was recovering/resolving. The outcome for the event "novopen 6 had been leaking for 3 days (device leakage)" was not reported. The outcome for the event "she is not receiving her full injections, incomplete doses over the last 3 days (incorrect dose administered by device)" was not reported. The outcome for the event "according to doctor, patient was non-adherent to insulin (treatment nonadherence)" was not reported. The outcome for the event "cartridges were cracked (cracked product)" was not reported. References included: reference type: e2b company number, reference ID#: (B)(4). Reference notes: this re-port is for a foreign device that is assessed as "similar" to us marketed novopen echo". Event abated after use stopped or dose reduced? Doesn't apply event reappeared after reintroduction? Doesn't apply.

Event description:
Case description: investigational results: name: (B)(6), batch number: nvgar27. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case was updated with following information: final report ticked in EU/ca tab expected date of follow-up report was removed investigation result updated in qc comment and qc results for novopen 6 is non-reportable? Updated to no in device tab malfunction updated to no in device tab bcdg code updated in device addendum updated company causality updated device narrative in device addendum updated due to update in company causality narrative updated accordingly. Final manufacturer comment: 23-jul-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Treatment noncompliance is a confounding factor for hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: (B)(6), batch number: nvgar27. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.